Event description:
The user facility reported that there had been three occurrences of chemical colitis at their facility since late 2007. Each of the cases were reportedly diagnosed via CT scan following endoscopy procedures. Multiple attempts were made by phone and in writing to obtain additional detailed info from the user facility, however, only limited additional info was received. An olympus endoscope support specialist (ess) visited the user facility to investigate this report. As part of the investigation, the ess assessed the reprocessing practices and learned that the facility was, coronary to device labeling, reprocessing and reusing the irrigation tube of the olympus flushing pump, which is used with the colonoscopes during the procedure. Per the device instruction manual, the irrigation tubes must be replaced daily and sterilized prior to use. The user facility has elected to continue to reuse the irrigation tubes, but has incorporated additional rinses with alcohol and air. During the visit, the ess was informed that the patients were not hospitalized and were fine.

Manufacturer narrative:
The colonoscopes involved in these reported events were not returned to olympus for investigation. The cause of the pt outcomes cannot be conclusively determined at this time. If significant additional info becomes available, a supplemental report will be provided. This report is being filed as a medical device report in an abundance of caution.